Event description:
It was reported that the patient presented at clinic due to discomfort due to phrenic nerve stimulation. It was discovered that the patient's right ventricular (rv) lead exhibited abnormal pacing impedance and a loss of capture. The patient was transferred to the emergency room, where it was discovered that their rv lead dislodged. The rv lead was explanted and successfully replaced. The patient was stable.